Event description:
Pt was undergoing a left upper arm fistulogram in order to evaluate an existing left arm radiocephalic av fistula. During the procedure, it was found that there was an occlusion of the radial artery/cephalic vein anastomosis and a guidewire was passed. However, an angioplasty was unable to be performed and in pulling the wire out, a place of the wire fractured in the subcutaneous tissue of the left forearm. Pt taken to surgery for revision of the left upper arm av fistula and removal of fractured wire.